Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire detached from the distal tip. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of wire broke. H10: visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, the distal tip was found to be split. It is most likely that a peak of voltage could have caused the failure of cutting wire broken and blackened. Furthermore, with regards to the split distal tip, it is most likely that during the procedure the device could have been damaged due to excessive manipulation of the product by the user or the interaction with other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure, the performance of the product was limited. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire detached from the distal tip. There were no injury nor patient complications reported as a result of this event.